Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had failure of dorsal column stimulator, cervical spondylitic changes, cervical spinal stenosis causing upper extremity numbness, weakness and pain. The ins was not functioning. The patient presented for repair of the ins or replacement and cervical decompression and fusion. The device was explanted and replaced. No further complications were reported/anticipated.